Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Technical services (ts) discussed possible causes and recommended troubleshooting efforts. A revision procedure was performed and the electrode was explanted and replaced, while the s-ICD was still implanted. Additional information received indicates that this s-ICD exhibited noise oversensed on the new recently implanted electrode. Which was suspected to be caused by electromagnetic interference (emi). An x-ray was performed, and it was noted that the new electrode was over the right pectoral area. No reprogramming options were available. The plan is to explant the entire s-ICD system and replace it with a tv. Additionally, noise, oversensing and inappropriate shock were observed and the physician opted to replace the new electrode. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Technical services (ts) discussed possible causes and recommended troubleshooting efforts. A revision procedure was performed and the electrode was explanted and replaced, while the s-ICD was still implanted. Additional information received indicates that this s-ICD exhibited noise oversensed on the new recently implanted electrode. Which was suspected to be caused by electromagnetic interference (emi). An x-ray was performed, and it was noted that the new electrode was over the right pectoral area. No reprogramming options were available. The plan is to explant the entire s-ICD system and replace it with a tv. Additionally, noise, oversensing and inappropriate shock were observed and the physician opted to replace the new electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.